Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 121 mg/dl. The customer blank display was there after inserting the new battery. The troubleshooting was performed and the blank and display did not returned. The device will not be returned for the analysis.